Manufacturer narrative:
Another contact info:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had autofill and internal communication error during use. Fst had initial inspection showed a possible blood back. No harm or injury to the patient was reported.